Manufacturer narrative:
(B)(4). The company field service engineer investigated the anesthesia workstation at the hospital and concluded that the expiratory pressure transducer pc board needed to be replaced. The device logs and the replaced pc board were received for investigation. The received logs show that expiratory pressure transducer offset value was o volt (expected value is 2 volt) and this caused the pressure transducer test failure. Several system check outs in a reference machine was performed without being able to reproduce the reported pressure transducer test failure. During simulated use testing in ventilation mode all values were within specifications. Resistance measurements of the pressure transducer board showed no deviations. The cause of the experienced error was a intermittent defective pressure sensor on the expiratory pressure transducer pc board. We have not been able to determine the root-cause to why the pressure sensor intermittently failed.

Event description:
(B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system check out. There was no patient connected to the unit at the time. (B)(4).